Manufacturer narrative:
D6a: the exact implant date was unknown. But it was indicated that the device was implanted in (B)(6) 2021. Investigation summary: with all the available information boston scientific concludes that the reported cylinder and reservoir leaks were confirmed through product analysis. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and functionally tested and passed all tests performed. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had leaks in the cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that leak was identified. The reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell. There was a leak due to a hole in the reservoir shell that was result of fatigue and wear at fold. The identified fluid leak in the reservoir shell could affect the functionality of the device, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as intended. Upon removal, a leak in the reservoir and cylinder was identified. A new ipp was implanted to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The exact implant date was unknown. But it was indicated that the device was implanted in (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as intended. Upon removal, a leak in the reservoir and cylinder was identified. A new ipp was implanted to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.